Event description:
It was reported that using a unspecified access approach during a procedure of the concentric, moderately calcified, moderately tortuous, 90% stenosed, de novo distal right coronary artery the balance middleweight (bmw) elite guide wire was advanced and crossed the target lesion. Pre-dilatation, checked by intravascular ultrasound (ivus), and a second pre-dilatation were completed using the bmw elite without issue. A xience stent was deployed at the lesion. During removal of the stent delivery system (sds) resistance was noted about 10 cm proximal to the guide wire tip. A second non-abbott guide wire was advanced for safety purposes, then the bmw elite and the sds were removed as a system together from the anatomy. Post dilatation and ivus verification were completed without issue and the procedure was completed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: guide wire: sion blue, balance middleweight elilte. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The balance middleweight referenced is being filed under a separate manufacturing report number.

Manufacturer narrative:
(B)(4).